Event description:
A malfunction alarm was reported with malf 12 as the displayed malfunction code, which was resettable. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. The customer received pump reset information from technical support and successfully reset the pump without the malfunction code recurring. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred.